Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nose irritation, dizziness, headache, hypersensitivity, kidney disease/toxicity, liver disease/toxicity and multiple myeloma. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleging nose irritation, dizziness, headache, hypersensitivity, kidney disease/toxicity, liver disease/toxicity and multiple myeloma. There was no report of medical intervention. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed slight dust-like contamination and hairs/fibers in the air outlet port. Gray dust-like contamination and hairs/fibers at the air inlet of the blower box. Also, there were potential mineral deposit stains on the air outlet. There was oxidation discoloring on the bluetooth trace antenna on the pca which is an anticipated occurrence. Fine coating of dust on top of the blower box. Dust-like contamination on the top of the blower motor and blower seal. Potential dead insect parts found in the bottom enclosure. Bottom enclosure had dust-like contamination and pieces of unknown contamination in it. Blower motor had potential mineral deposit stains on outside bottom of it and on the inside of it, indicating potential water/liquid ingress. Black contamination, consistent with keratin, at the air outlet of the blower box. White, brown and black (inconsistent with degraded sound abatement foam) dust-like contamination and hairs/fibers in the blower box. Also, there was a white piece of potential plastic in the blower box. Blower box had potential mineral deposit stains, indicating potential water/liquid ingress. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 17 errors code. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination in the device and are consistent with being from an external source. Box d: device serviced by 3rdp, device avail. For eval and date returned has been updated. Box h: device eval. By mfg? (Rfb) has been updated. Box h6 has been updated.